Event description:
This ml vision stent was implanted in 2005.after about four months in 2006 aht physician found a restenosis.the stent remains implanted.the restenosis was treated with another company's drug eluting stent. No additional information was available.